Event description:
Complainant alleged that while attempting to defibrillate a patient, the device inappropriately shut down. The attending medic changed the battery in the device and continued to treat the patient. Complainant did not indicate that there was any adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.